Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system on (B)(6) 2007. It was reported that the patient's ipg was explanted on (B)(6) 2010. The physician stated that the ipg was not working. The physician replaced the patient's ipg with a competitor model. The explanted ipg was returned to the manufacturer for analysis.